Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services was unable to confirm or duplicate the baton cutting off and on. The baton was replaced. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during an emergency patient procedure, using a glidescope avl video baton 1-2, when they had the baton plugged into the monitor, it showed no video. If they wiggled the cable the image cut in and out. Other batons worked on the same monitor. A delay in the procedure of unknown duration occurred but no use of a back-up device was reported. No harm to patient or user was reported.